Event description:
It was reported that impedance was out of range on 0 and 1 therapy is inconsistent on those two contacts, therapy impedance shows high with no ohms or ma. Took impedance 4 times and each times the numbers are different. Sometime contact 0 ok sometimes it¿s not. At the last impedance test contact 2 was high as well, when tested for side effects side effects were able to be induced confirming some current may be getting thru. Contact 3 seems stable from an impedance standpoint point and patient was reprogrammed to contact 3 with benefit. Surgical options will be discussed with the patient with neurosurgery. Manufacturer representative (rep) reports patient has had falls occur over the years. Additional information received from rep indicating that option for lead revision has been discussed, but no plans were made. Issue remains unresolved, and no further actions are planned to address this at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.